Event description:
The customer reported when turning knob on, the device does not do anything. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported when turning knob on, the device does not do anything. No pt involvement was reported. The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. Based on the customers' report, we will consider this a malfunction. We cannot determine the cause.